Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the attachment pin on the work element of the telescope was absent. There was no image loss. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the investigation results, the telescope has the attachment pin to the work element absent, could not be identified. The reported fault descriptions are most likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "not applicable". Olympus will continue to monitor the field performance for this device.